Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a frequent recharge burden; she was charging less than every two days. It was reported the physician planned to replace the ipg. There were no program parameters provided to determine if the recharge burden was within normal limits.